Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). At 9:00 a.m. On (B)(6) 2018, the patient was tested with the meter, resulting with a value of 8.2 inr. Within an hour, the patient was tested three additional times with the meter, resulting with values of 7.0 inr, 6.8 inr, and 5.7 inr. The patient also had a meter value of 5.6 inr at an unknown time on (B)(6) 2018. The patient did not believe the meter values to be accurate. Based on these high meter results, the patient went to a laboratory for testing with an unknown method on (B)(6) 2018, resulting with a value of 4.6 inr. The patient's warfarin dose was decreased based on this result and the patient did not receive treatment. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient and the patient's medication was not changed based on the meter results. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly. The patient did not have hematocrit issues or antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient's warfarin dose had not changed prior to (B)(6) 2018. The patient last took medication 15 hours prior to the event. The patient had a stomach issue not related to meter testing and the patient's diet was changed due to this. The patient also took anti-nausea medication due to the stomach issue. The patient is currently getting better with regards to the stomach issue. The patient has a bruise from a blood test, but did not receive medical treatment for this. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation and were tested with qc material in combination master lot strips. Returned strip lot results: qc 1: 2.5 inr, qc 2: 2.5 inr. Masterlot strip lot results: qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer of 8.2 inr and 2.8 inr were not observed in the meter¿s patient result memory.